Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 85% to 5% while connected to a power source and shut off. After the pump turned back on the battery gauge displayed 100%. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy. The customer also has manual injection supplies available.